Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly displayed an alert 41 indicating an insulin shaft rewind error and failed to function after multiple restarts, consistent with a failure to infuse and associated with the device¿s firmware; the user was advised to revert to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a malfunction consistent with failure to infuse, associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.